Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ileum resection, the device was unable to fire, the jaws were sticking, proximal staple line was incomplete and the surgeon was unable to squeeze the handle while being applied to ileum bowel. There was a problem in loading the device. A new reload was used to fix the staple line. The handle was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, the device half fired and the reload did not staple/cut the full length of the tissue.